Event description:
Customer contacted baxter althin service rep concerning alarm. A/v pressure, aterial level adjust switch stuck. Switch shipped to customer for replacement. No pt involvement reported.